Manufacturer narrative:
Gender/sex: unknown. Date of event: unknown. Implant date: if implanted, give date: unknown. Explant date: if explanted, give date: not applicable, (na) to date, the intraocular lens remains implanted. Initial reporter: telephone number: (B)(6). (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that following implantation of the intraocular lens (iol) the patient was diagnosed with a fibrin reaction and descemet's fold. The patient was prescribed rinderon (steroid), mydrin-p (anti-inflammatory agent) and cravit (antibacterial agent) by the doctor and has recovered as of early (B)(6) 2014. The implant date is unknown. No further information was provided.

Manufacturer narrative:
A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. There were no environmental monitoring related non-conformances within the timeframe when the production order was manufactured. There were non-conformances with respect to the sterilization process. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.